Event description:
The customer has observed high bias on quality controls for the immulite prostate specific antigen assay when using reagent lot 104. The assay was run on an immulite 2000 instrument. The quality controls were outside of the customer's expected ranges. There are no reports of patient intervention or adverse health consequences due to the high bias on the quality controls for the psa assay when using reagent lot 104.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent medical device recall (umdr) - (B)(4) immulite/ immulite 1000/ immulite 2000/ immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The umdr states that customers are to discontinue use of the product and discard affected kits remaining in their inventory. The cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.